Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained.

Event description:
The customer reported their child swabbed their nose with the binax now covid-19 antigen self test reagent solution on 15jun2022. The eight-year-old girl removed the swab from the test card and inserted into her nose the customer indicated that their child was fine. No additional patient information, including treatment and outcome, was provided.